Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient experienced a sudden onset of a dystonic episode for several hours. The rep was sent the session reports for the physician and it was stated that it seemed normal and the impedances were good. It was noted, however, that the issue was related to the right implantable neurostimulator (ins) and the episode was seemingly isolated to that day. The rep also noted that the ins was only charged to 50% at the time of the issue, and the patient normally keeps the ins between 75% - 100%; they always keep the ins charged completely. It was reviewed that the ins should deliver the same settings whether it is at 50% or 100%. Follow-up with the rep indicated that troubleshooting included interrogating the device, but no anomalies were found. The rep also noted that no cause was determined for the dystonic episode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.